Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced painful sensor insertion on (B)(6) 2016. Patient stated that they have experienced painful insertion with every sensor worn in (B)(6), but did not recall exact dates. Date of issue is an approximation. Patient applies prescribed lidocaine to the insertion site to reduce the possibility of pain. Lidocaine was prescribed on (B)(6) 2016 for the painful insertion with the patient's continuous glucose monitor (cgm) and insulin pump. Date of prescription is an approximation. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of painful sensor insertion could not be confirmed. A root cause could not be determined.